Event description:
It was reported, impedance readings were >10000 ohms post implant. 2008, the patient underwent additional surgery to have the pocket opened and one lead reinserted and the other lead was repositioned. Following the procedure, all impedance readings were within normal ranges with adequate stimulation. The patient recovered without sequela.